Manufacturer narrative:
The t:slim g4 pump user guide states: "you tapped stop insulin in the options menu and insulin delivery has been stopped for more than 15 minutes." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple resume pump alarms occurred. Reportedly, the customer stopped insulin delivery multiple times. The customer successfully resumed insulin delivery. The customer's blood glucose (bg) level was in the 200 mg/dl range; however, the exact value was not provided. The bg level was addressed with a bolus via the pump.